Manufacturer narrative:
Since the affected device was discarded, the evaluation was based on the information provided. After surgery, there were no signs that would indicate failed clip application and resection. In addition, the review of the production related quality records showed no anomalies, that would indicate a technical problem, therefore a device related failure can be excluded. Detachment of clips in endoscopy or the dehiscence of staples in surgery are known risks of procedures on digestive organs, happen with a certain probability and are part of the general prodedural and postprocedural risk of such interventions. The physician in charge had not undergone dedicated ftrd training. The root cause of the problem stays unclear. The complication of postsurgical clip detachment is known and described in the ftrd risk management file. In addition, a remaining risk is pointed out in the instruction of use. A device user training is scheduled with the physician in charge.

Event description:
It was reported, that after removal of a gist in the stomach, the patient suffered dull pain the day after surgery. After 10 days the patient returned to the hospital with severe pains, and it was determined that the clip has become detached from the stomach wall. The surgeon found a 1 cm perforation and the clip floating. The clip could be removed from the stomach and the perforation closed by surgery. After four days the patient was discharged from the hospital without any further treatment.

Event description:
It was reported, that after removal of a gist in the stomach, the patient suffered dull pain the day after surgery. After 10 days the patient returned to the hospital with severe pains, and it was determined that the clip has become detached from the stomach wall. The surgeon found a 1 cm perforation and the clip floating. The clip could be removed from the stomach and the perforation closed by surgery. After four days the patient was discharged from the hospital without any further treatment.

Manufacturer narrative:
Since the affected device was discarded, the evaluation was based on the information provided. After surgery, there were no signs that would indicate failed clip application and resection. In addition, the review of the production related quality records showed no anomalies, that would indicate a technical problem, therefore a device related failure can be excluded. Detachment of clips in endoscopy or the dehiscence of staples in surgery are known risks of procedures on digestive organs, happen with a certain probability and are part of the general procedural and postprocedural risk of such interventions. The physician in charge had not undergone dedicated ftrd training. The root cause of the problem stays unclear. The complication of postsurgical clip detachment is known and described in the ftrd risk management file. In addition, a remaining risk is pointed out in the instruction of use. A device user training is scheduled with the physician in charge.